Event description:
Customer reported that she was having trouble with high blood glucose levels. Customer stated that she changed her site the day before the call. Customer reported having a blood glucose level in the range of 200 mg/dl the night before the call, 176 mg/dl earlier in the day of the call, and 535 mg/dl at the time of the call. Customer reported having a headache and feeling sluggish at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.